Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was poor barrier separation after centrifugation with 2 bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0 ml. Both tubes were from same patient. The following information was provided by the initial reporter: separation of layers with ficoll,gel and whole blood were not happen as they should after centrifugation. Are the tubes from same patient? (B)(6): the tubes that were not separating the red cells properly were from the same patient. Are the patients under any medication? (B)(6): most probably yes but we do not have easy access to the medication files. Were the tubes inverted 8-10 times after blood draw, immediately before centrifugation? (B)(6): yes. Did they use proper centrifuge carrier, horizontal rotor, swing out bucket? (B)(6): yes, we are using swing-out buckets in this lab and centrifuge. Minimum 20 minutes, 1500-1800 rcf? (B)(6): our program is 1600 x g and 30 minutes at rt. Must be centrifuged in room temp, 18-25 degrees? (B)(6): yes, the tubes were centrifuged at rt. How long time did it take to centrifuge after blood draw? How were they stored? (B)(6): the tubes were centrifuged right after the samples were brought to the lab. How were the tubes stored before blood draw, they need to be in room temp? (B)(6): they are stored at rt in the lab.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-08-25. H6: investigation summary: bd received 10 samples and 3 photos from the customer for the investigation. The photos were reviewed and the indicated failure mode for poor barrier formation was observed. Additionally, the returned samples were tested for the failure mode and upon completion, no issues relating to poor barrier formation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the customer returned samples. Evaluation of both returned and control samples tested were acceptable. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided. It is understood that patient conditions and processing factors can impact on the quality of the barrier obtained. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Event description:
It was reported that there was poor barrier separation after centrifugation with 2 bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml. Both tubes were from same patient. The following information was provided by the initial reporter: separation of layers with ficoll,gel and whole blood were not happen as they should after centrifugation. Are the tubes from same patient? [[Mikko]] the tubes that were not separating the red cells properly were from the same patient. Are the patients under any medication? [[Mikko]] most probably yes but we do not have easy access to the medication files. Were the tubes inverted 8-10 times after blood draw, immediately before centrifugation? [[Mikko]] yes did they use proper centrifuge carrier, horizontal rotor, swingout bucket? [[Mikko]] yes, we are using swing-out buckets in this lab and centrifuge. Minimum 20 minutes, 1500-1800 rcf? [[Mikko]] our program is 1600 x g and 30 minutes at rt. Must be centrifuged in room temp, 18-25 degrees? [[Mikko]] yes, the tubes were centrifuged at rt. How long time did it take to centrifuge after blood draw? How were they stored? [[Mikko]] the tubes were centrifuged right after the samples were brought to the lab. How were the tubes stored before blood draw, they need to be in room temp? [[Mikko]] they are stored at rt in the lab.